Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. Implant date - unknown.

Event description:
It was reported that patient underwent a hip fixation procedure on an unknown date. Subsequent radiographs taken revealed the lag screw was fractured. A revision procedure was performed on (B)(6) 2014, to remove the fractured screw and implant a bi-polar hip.

Manufacturer narrative:
This follow-up report is being filed to relay initial procedure date, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. It is likely the implant was overloaded prior to proper healing of the bone which led to the device failure.

Event description:
It was reported that patient underwent a hip fixation procedure on (B)(6) 2014. Subsequent radiographs taken revealed the lag screw was fractured. A revision procedure was performed on (B)(6) 2014, to remove the fractured screw and implant a bi-polar hip.